Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system's main cart monitor displayed a "no video detected" message. It was noted that the camera cart monitor was functioning normally. The manufacturer representative was unable to troubleshoot during the initial call but would call back after the case for troubleshooting assistance. The probable cause of the issue was suspected to be due to a possible loose connection between the computer and the main cart monitor, and/or possible faulty a monitor or computer as well. Troubleshooting steps were performed. The manufacturer representative was unable to pull up the soft-key menu. A self-test showed that the main cart monitor was connected. The light emitting diodes (leds) on the monitor above the softkeys appeared amber, but the manufacturer representative stated that it was green earlier. It was confirmed that all leds on the uninterruptible power supply (ups) were green. The manufacturer representative reseated the high-definition multimedia interface (hdmi) cable and power cable on the back of the monitor but there was no effect. They tested the hdmi with another system¿s main cart, swapped the hdmi from the bad monitor and seated it into the good monitor, and the screen was still working. They swapped the hdmi from the good monitor and seated it into the bad monitor with no effect. The manufacturer representative also tested the monitor power cable with another system¿s main cart, swapped the power cable from the bad monitor and seated it into the good monitor, and the screen was still working. They swapped the power cable from the good monitor and seated it into the bad monitor, but the screen was still black. However, the manufacturer representative stated that the monitor led above the softkeys would alternate between red and green. No patient involvement was reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735795. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the main cart monitor was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant product 9735795 lot #: 2483 h2, h3, h6: the returned monitor was analyzed. It would not power up on the test bench. It had a blank display. Code c02 is applicable, as are previously reported codes b01, c13, and d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.